Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime is not able to be confirmed. The pump passed functional testing performed by the hospital biomedical engineer. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that while ambulating the patient for a 2nd time in the morning, the intra-aortic balloon pump issued an 20 min, 10 min and 5 min battery alarms within 1 minute of each other and immediately following the 5 min alarm, the iabp shut down. The nurse got the patient back to his room, plugged in the iabp and restarted without issue. The patient had no issues during the down time. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while ambulating the patient for a 2nd time in the morning, the intra-aortic balloon pump issued an 20 min, 10 min and 5 min battery alarms within 1 minute of each other and immediately following the 5 min alarm, the iabp shut down. The nurse got the patient back to his room, plugged in the iabp and restarted without issue. The patient had no issues during the down time. There was no report of patient complications, serious injury or death.